Event description:
Plastic disposable sigmoidoscope speculum fractured during use. A piece of plastic flew into the eye of a bystander. Eye irritation.

Manufacturer narrative:
The mounting tab of the sigmoidoscope speculum was fractured. Results of evaluation of the device indicate that the unit cracked as a result of being overtightened. Product labeling specifically cautions against overtightening the speculum to the sigmoidoscope. The device involved in the reported event was returned to welch allyn, inc. For evaluation. It was determined that this failure was consistent with overtightening the device's mounting hardware, contrary to warnings in the device's labeling. Although this was an isolated incident, welch allyn, inc. Has reviewed the design records for this device and has verified that the design is appropriate for the device's intended use.